Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced difficulty using the device and was unable to operate the pump. A surgical procedure was performed, during which a possible kink in the tubing was identified, causing the system relief feature to activate. However, the pump functioned normally in the operating room. The ms pump was explanted. No patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72404156. Serial number: n/a. Batch/lot number: 1100700214. Model/catalog description: reservoir 100 ml pc/iz. Unique identifier (UDI) #: (B)(4).